Event description:
This is report 1 of 3 for the same event. It was reported from (B)(6) that during an osteoarthritis surgery with "tomofix", it was discovered that the compact air drive device did not work when used together with the oscillating saw attachment device and a hose device. According to the reporter, the device leaked air from the hose connector and did not work. The reporter further indicated that the device worked when the device was used with the quick coupling or jacobs chuck devices. There was a fifteen delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was fully blocked. The device was fully dismantled and it was observed that the eccentric/bearing was worn out. During evaluation it was observed that the device was manufactured before 1998 and had not been in for service in years. It was observed that the device was labelled as a course device for educational purposes and was not intended to be used in the operating room. The assignable root cause was determined to be due to a worn out eccentric/bearing from wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.